Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain lower ("severe lower abdominal pain, cramping"), back pain ("severe back pain"), rash ("rashes"), dysgeusia ("metallic taste in mouth"), migraine ("migraines"), fatigue ("fatigue"), alopecia ("hair loss") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (on (B)(6) 2015, surgery to remove the essure device, total hysterectomy and bilateral salpingectomy). Essure was withdrawn. On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the pelvic pain, abdominal pain lower, back pain, rash, dysgeusia, migraine, fatigue, alopecia, weight fluctuation and procedural pain had resolved. The reporter considered pelvic pain, abdominal pain lower, back pain, rash, dysgeusia, migraine, fatigue, alopecia, weight fluctuation and procedural pain to be related to essure. The reporter commented: since having the removal surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2013: hysterosalpingogram result was full occlusion of fallopian tubes. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain. This event is anticipated in the reference safety information for essure. Coils were removed approximately 2 years and 4 months after insertion. Chronic pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, this event was assessed as related to essure use. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("vaginal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tooth extraction nos, esophageal reflux, tonsillectomy and adenoidectomy. She denies any difficulty. She denies any lower pelvic pain or tenderness. She has no gi or gu concerns. She denies any vaginal bleeding or abnormal vaginal discharge. Previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight, anxiety, depression, dysfunctional uterine bleeding, obesity, plantar fasciitis, allergy to metals, knee pain, joint pain, patellofemoral pain syndrome, cough, esophageal reflux and eustachian tube dysfunction. Concomitant products included oxycocet (percocet) and zolpidem since 2013. In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced osteoarthritis ("osteoarthritis"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), weight increased ("weight gain") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"). In 2014, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2015, 2 years 4 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain, cramping"), rash ("rashes/ trunk rash"), dysgeusia ("metallic taste in mouth"), fatigue ("fatigue"), alopecia ("hair loss"), weight fluctuation ("weight fluctuations") and female sexual dysfunction ("inability to have sexual intercourse"). The patient was treated with surgery (on (B)(6) 2015, surgery to remove the essure device, total hysterectomy and bilateral salpingectomy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, back pain, rash, dysgeusia, migraine, fatigue, alopecia, weight fluctuation, procedural pain, dysmenorrhoea and dyspareunia had resolved, the vaginal haemorrhage had not resolved and the uterine haemorrhage, menorrhagia, female sexual dysfunction, osteoarthritis, headache, allergy to metals, weight increased and abdominal pain outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, osteoarthritis, pelvic pain, procedural pain, rash, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: since having the removal surgery, plaintiff¿s symptoms are mostly resolved. Since her procedure she states she has done well. 6 coils noted on coutralateral side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes . Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming vaginal haemorrhage, menorrhagia) and confirmed events pelvic pain, abdominal pain, allergy to metals. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received. Reporter information, patient¿s relevant history and lab data updated. Event uterine haemorrhage was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain. This event is anticipated in the reference safety information for essure. Coils were removed approximately 2 years and 4 months after insertion. Chronic pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, this event was assessed as related to essure use. This case was regarded as incident since intervention was required. Other nonserious events were also reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and vaginal haemorrhage ("vaginal bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included oxycocet (percocet) and zolpidem since 2013. In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced osteoarthritis ("osteoarthritis"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), weight increased ("weight gain") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"). In 2014, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2015, 2 years 4 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain, cramping"), rash ("rashes/ trunk rash"), dysgeusia ("metallic taste in mouth"), fatigue ("fatigue"), alopecia ("hair loss"), weight fluctuation ("weight fluctuations") and female sexual dysfunction ("inability to have sexual intercourse"). The patient was treated with surgery (on (B)(6) 2015, surgery to remove the essure device, total hysterectomy and bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, back pain, rash, dysgeusia, migraine, fatigue, alopecia, weight fluctuation, procedural pain, dysmenorrhoea and dyspareunia had resolved, the vaginal haemorrhage had not resolved and the menorrhagia, female sexual dysfunction, osteoarthritis, headache, allergy to metals, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, osteoarthritis, pelvic pain, procedural pain, rash, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: since having the removal surgery, plaintiff¿s symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Reporter and patient demographics were added. Concomitant disease, concomitant drugs were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, inability to have sexual intercourse, osteoarthritis, headaches, dysmenorrhea, nickel allergy, dyspareunia, weight gain, abdominal pain event outcome was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.